Event description:
It was reported that during an artificial urinary sphincter (aus) surgery the aus device was attempted but not implanted due to the patient's urethra was compromised. Another aus system was successfully implanted in a further surgery. No further patient complications were reported. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient had a good outcome. The aus device did not contribute to the urethral issue.